Event description:
The customer reported via phone call that the insulin pump went into threshold suspend mode due to an inaccurate sensor glucose reading. The blood glucose reading at the time of the incident was 152 mg/dl and sensor glucose was 79 mg/dl when the insulin pump went into threshold suspend and turned off. The blood glucose reading was 105 mg/dl, compared with the sensor glucose reading of 49 mg/dl. The current blood glucose reading is 105 mg/dl and the sensor glucose was 77 mg/dl. It was stated that the customer has this issue with multiple sensors. The reports were reviewed and found that the customer had low isig's at night. The customer was advised to remove and return the sensor for analysis.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed bicarbonate buffer test. The sensor passed with accurate readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.